Event description:
In response to an intuitive surgical, inc. (Isi) clinical survey on xi / x monopolar instruments, a customer recalled an event regarding a da vinci-assisted surgical procedure that was converted to open surgery due to a malfunction and / or breakage of an unspecified da vinci monopolar instrument. The customer did not specify the number of conversions from da vinci surgical procedure to open surgery for malfunction / breakage. The customer who responded to the survey was anonymous. The customer did not complete the entire survey leading to incomplete information.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure cannot be determined. There is insufficient information provided in regards to the following: instrument name and part / lot#, event date, surgery name, type of procedure, and surgeon name. A follow-up MDR will be submitted if additional information is obtained.